Event description:
A patient reported that their healthcare provider was aware of 'instances where morphine had crystallized around the catheter.' The event was noted to not have occurred with the patient's system, but with an unknown number of patient's systems. No symptoms were reported, and no patient outcomes were provided. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).